Event description:
Vacuum extraction delivery - silastic/forceps delivery complicated by subgaleal hematoma. No adverse outcome to pt. No neurologic sequela. Stable hematocrit throughout hospitalization, without intervention.